Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse found that the cause of the discordant co2 and triglycerides results was the mechanism hitting the tubing going to the washport. This caused movement errors and put a small hole in the tubing. The tubing was repaired and rerouted. The instrument is performing within specifications. No further eval of the device is required.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.

Event description:
Discordant co2 were obtained for 6 pts and discordant triglycerides results were obtained for 2 pts on an advia 2400. The results were not reported. The co2 samples were rerun on the same instrument using a fresh bottle of reagent. The triglyceride samples were run on another instrument. The repeat results were reported. There were no reports of adverse health consequences or known pt interventions due to the discordant co2 and triglyceride results.